Manufacturer narrative:
Pending evaluation.

Event description:
The surgeon had to perform a synovectomy on the patient and in order to do so he had to remove the poly. The dos was (B)(6) 2018. Patient was stable as they left the operating room. No delay to surgery. Devices not returning, given hospital policy.

Manufacturer narrative:
Section h10: (h3): the engineering evaluation in the revision reported was likely the result of patient conditions, which necessitated a synovectomy approximately 15 months following the original surgery.